Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 6.0x150 135 cm mustang¿ balloon catheter was advanced for dilatation. However, during the first inflation below nominal pressure, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another 6.0x150 135 cm mustang¿ balloon catheter. No patient complications were reported and the patient's status was fine.